Manufacturer narrative:
Additional data: b5: the reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -11.00/+1.0/091 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to intraocular pressure (iop) was elevated. The lens was replaced with a shorter lens and the problem was resolved. H6 - work order search: no similar complaint was reported for units within the same lot. D2: phakic toric intraocular lens, product code: qcb. Claim # (B)(4).

Manufacturer narrative:
Age: unk, sex: unk, weight: unk, ethnicity: unk, race: unk, date of event: unk, expiration date unk, implant date: unk, explant date: unk, device MFR date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The surgeon plans to explant and exchange the lens. Additional information has been requested but none has been forthcoming.